Manufacturer narrative:
H3: product analysis found visually, the device was returned in a u-shape and there was surgical tape wrapped around the clamp shell on the proximal end of the device. There were also biological contaminants on the outside diameter of the cuff balloon. Under magnification, there were no cracks in the ink traces or pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 35.4 ohms (blue), over 1000 ohms at the distal end of the trace pad and between 100-200 ohms on the proximal end (blue with white stripe), 29.4 ohms (red), and over 1000 ohms at the distal end of the trace pad and between 100-200 ohms on the proximal end (red with white stripe) which both blue and red white striped electrodes were out of specification. Conversely, when a stylet was used to manipulate the shape of the device, all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system and submerged in saline, and the device passed the electrode check but had intermittent n oise/lead off detection in the second (vocalis) channel during functional testing ¿ using a stylet to manipulate the shape of the device, especially at the clamp shell, caused issues with the device. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after intubating the patient, verifying that he is in the correct position, the tube is connected to cables, and no sensa, then proceed to change tube, and sensed perfectly, proceed to reintubate patient, connect to cables and sensa, anesthesiologist uses the same intubation technique intubation technique in both pctes, constandose, input failure. There was no patient injury.

Manufacturer narrative:
H6: fdc code has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operation, after intubating the patient, verifying that he is in the correct position, the tube is connected to cables, and the input did not present any stimulus on the screen, then proceeded to change tube, and sensed perfectly, proceeded to reintubate patient, connected to cables and it works, anesthesiologist used the same intubation technique with both tubes and checked, but the first tube has input failure. There was no patient injury. Additional information received, the current stim return displayed "0", indicating that current is not being delivered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: previously provided information "additional information received, the current stim return displayed "0", indicating that current is not being delivered." Is not applicable. D4: previously provided lot number of the device is incorrect and the correct lot number is 0225784380. D9: the device is not available for evaluation. H6: previously applied codes fdr c02, fdm b01, fdc d1102 are no longer applicable. Additional codes img g0201501 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The information provided in previous regulatory report# 9612501-2023-01110 is incorrect. D4: the correct lot number is 0225730213 as per the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.